Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the lab on 05/28/2020, and additional event information was received 6/9/2020. The returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during the transcatheter intracranial aneurysm stent-assisted embolization procedure, the 150cm x 5cm prowler select plus microcatheter (606s255x / 30105230) was used to deliver the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 10994282), but the enterprise stent could not be deployed when it reached the cerebral target position. It was verified that the introducer was fully seated and secured in the microcatheter hub, there was nothing unusual noted about the system prior to use, it was used in accordance with the instructions for use (IFU) with adequate and continuous flush maintained through the microcatheter. The physician withdrew the enterprise stent and the microcatheter from the patient losing the target position. The stent delivery wire was bent, and the stent deployed in the microcatheter in the process of withdrawal. A new stent and a new microcatheter were used to complete the procedure. It was reported that there was no issue with the microcatheter. There was no report of any patient adverse event or complication associated with the reported issue. The reported issue did not prolong the procedure. The product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in a pouch. The returned device underwent visual inspection. No damage was observed during the visual inspection. A microscopic inspect was performed and the 4.5mm x 22mm enterprise® stent was ovserved detached at the hub of the microcatheter. No other damage was observed during the microscopic inspection. Dimensional measurements: the inner diameter (ID) and outer diameter (od) of the returned microcatheter were measured. The results were within specifications. Hub ID = .0215 inch; specification: .021 inch minimum. Distal ID .0215 inch; specification: .021 inch minimum. Actual micro-catheter od (45cm from distal end) 0.0355 inch; specification: max. 0.0375 inch. A review of the manufacturing documentation associated with this lot (30105230) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that during the transcatheter intracranial aneurysm stent-assisted embolization procedure, the 150cm x 5cm prowler select plus microcatheter was used to deliver the 4.5mm x 22mm enterprise® vascular reconstruction device but the enterprise stent could not be deployed when it reached the target position. The physician had to remove the stent and the microcatheter from the patient causing the target position to be lost. The stent was deployed in the hub of the microcatheter. There was no damage noted on the prowler select microcatheter; nothing that indicate that it could have been the cause of the reported issue of the stent not being able to be deployed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00163 and 3008114965-2020-00168. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4) information regarding patient identifier, date of birth, race, ethnicity, and medical history were not provided. (B)(6). The initial reporter email address was not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2020-00163 and 3008114965-2020-00168. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the transcatheter intracranial aneurysm stent-assisted embolization procedure, the 150cm x 5cm prowler select plus microcatheter (606s255x / 30105230) was used to deliver the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 10994282), but the enterprise stent could not be deployed when it reached the cerebral target position. The physician withdrew the enterprise stent and the microcatheter from the patient losing the target position. The stent delivery wire was bent, and the stent deployed in the microcatheter in the process of withdrawal. A new stent and a new microcatheter were used to complete the procedure. There was no report of any patient adverse event or complication associated with the reported issue.